Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection verified depressed battery contacts which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported symptom of powers off without user input and depressed battery pins. Evaluation observed two depressed battery contact pins however did not reproduce powers down without user input. Improper shutdown! Messages were verified through a review of the event history log and found to be caused by the two depressed battery pins unable to rebound as designed. The rear case was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powers down without users input. There was no patient injury or medical intervention associated with this event. No additional information is available.